Manufacturer narrative:
This event is being reported due to lack of information; no relationship can be established between the event and a lifecell product. Lifecell made multiple attempts to retrieve additional details concerning the event from the physician, including the lot number, the patient's current condition and disposition of the device. So far these attempts have been unsuccessful. A follow up report will be submitted should additional information become available. Device not returned for evaluation.

Event description:
As previously reported to lifecell, the patient presented with recurrence through the strattice device following initial abdominal wall repair(component separation with an underlay of strattice). The recurrence involves two fascial tears complicated with obstructed bowel. At 5 months post surgery, the patient presented a new bulge that was suspected to be coming through the mesh. At 8 months later, the patient presented with incarcerated hernia through the middle of the mesh.

Event description:
It was reported to lifecell that the patient presented with recurrence through the strattice device following initial abdominal wall repair (component separation with an underlay of strattice). The recurrence involves two fascial tears complicated with obstructed bowel.

Manufacturer narrative:
Review of the device history records and review of the lifecell complaint system for any other complaints reported to lifecell against the devices distributed from the lot. Evaluation: review of the device history records revealed no deviations associated with the production of lot s10973. The product met acceptance criteria for qc release, including mechanical testing. The processing records indicate the lot was irradiated within process parameters. Dose audits for the sterilization process was acceptable for the lot. Results of bacterial endotoxins testing were acceptable. To date, no other complaints have been reported to lifecell against lot s10973. To date, of the (B)(4) grafts processed for lot s10973, (B)(4) devices have been distributed with (B)(4) devices that were reported to be implanted. Conclusion: the device was not returned for evaluation and a relationship cannot be determined since no root cause could be established. Based on the information as provided, review of lot processing information with no deviations in association with the lot, and a query of the complaint system with no other complaints reported against the lot, it is unlikely that the device contributed to the event. However, the patient's history, including condition at the time of surgery, may have contributed to the event.